Event description:
This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). The customer alleged a manufacturer baxter stretcher, serial number (B)(6) with the steer mechanism difficult to engage.